Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via email that customer's insulin pump gave audible alerts even though it is set to vibrate; customer feels inconvenienced by this issue. Customer also reported of getting a low predictive alert when blood glucose was already below glucose limit. Customer's blood glucose was 4 mg/dl.